Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported a system message displayed and the system shut down during a cataract procedure. The procedure was completed by enlarging the incision to remove the nucleus manually. There was no subsequent harm to the pt. Additional info has been requested.